Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient disconnected the ilet device for two hours while swimming. Upon reconnection, the patient's blood glucose was 300 mg/dl, and the patient administered an insulin dose.